Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 492 mg/dl and 163 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During attempts to cross an occluded lesion in the right sfa, the distal tip of the guidewire became unraveled. It was noted that the wire tip repeatedly prolapsed during attempts to cross the occlusion before becoming unraveled. The wire was removed from the patient intact and without difficulty, and a new sv-5 wire was used to successfully cross the lesion. There was no report of patient injury. As per the reporting affiliate, no part of the wire appeared fractured. No drilling or jack-hammering of the wire was done by the user, and the wire tip was visible on fluoro throughout the procedure. The wire had good torque response and was never torqued against resistance, kinked, or became hung up during manipulation. Per the affiliate, the unraveled portion of the wire was cut off mechanically by the nurse after the intact guidewire was removed from the patient.